Event description:
During use as a stand-by pump for a cardiopulmonary bypass procedure, the roller pump displayed an error message. The user unplugged the device and plugged it back in, whereupon the device began to smoke. The pump was removed from the or. There were no adverse consequences to the patient as a result of this event.